Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for tpn therapy. It was noted approximately 2 days post placement that the catheter was leaking. The catheter was successfully removed and a central line was placed for continuation of treatment. No patient complications were reported in this event. This device was received and evaluated by this manufacturer. The engineering evaluation indicated that the catheter shaft was cut approximately 1/2 inch distal to the bifurcation. The lot number provided by the user facility is not a correct number for this product. Therefore, a device history search could not be performed. User technique during access and/or patient anatomy may have contributed to this event. However, manufacturer is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.